Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that she is unable to initiate or increase her stimulation. Efforts to resolve this matter with use of a new programmer unit proved unsuccessful. Further interrogation via a diagnostic test revealed no impedance issues. X-rays of the pt's scs system were also taken; however, no visible anomalies were observed with respect to lead form, position or connection. F/u on this matter found that surgical intervention will be undertaken at a later date to replace the pt's ipg.